Event description:
The account alleged the nurse call does not function. No patient impact.

Manufacturer narrative:
The technician found the communication cable is not connected. The technician connected the communication cable to resolve the issue.